Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the product was not returned as this complaint refers to a pmcf survey. The reported events are covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
(B)(4) endovascular neurosurgeons, (B)(4) interventional cardiologists, (B)(4) interventional neurologists, (B)(4) interventional neuroradiologists, and (B)(4) interventional radiologists participated in the post-market clinical follow-up (pmcf) anonymous survey for subject excelsior sl-10 microcatheter. The survey was conducted in australia, france, germany, italy, japan, spain, united kingdom and united states. During the survey, vessel perforation, vessel dissection, pseudoaneurysm, embolism/thromboembolism, aneurysm injury, vasospasm, intra-cranial hemorrhage (ich), and neurological deficits including transient ischemic attach and stroke were reported. No other information is available about this event.

Manufacturer narrative:
This is 2nd of 5 reports. The subject device not returned.

Event description:
45 endovascular neurosurgeons, 84 interventional cardiologists, 8 interventional neurologists, 8 interventional neuroradiologists, and 35 interventional radiologists participated in the post-market clinical follow-up (pmcf) anonymous survey for subject excelsior sl-10 microcatheter. The survey was conducted in (B)(6) and united states. During the survey, vessel perforation, vessel dissection, pseudoaneurysm, embolism/thromboembolism, aneurysm injury, vasospasm, intra-cranial hemorrhage (ich), and neurological deficits including transient ischemic attach and stroke were reported. No other information is available about this event.